Event description:
A us distributor reported that a patient was experiencing adjust belt/check therapy electrode messages and the cable was damaged.

Manufacturer narrative:
The reported problem (adjust belt/check therapy electrode messages, damaged cable) was isolated to the pulse wire in the trunk cable being broken, causing the electrodes to be non-functional. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.